Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the ipg site was not healing. The patient underwent a battery revision on (B)(6) 2020 in which the physician revised the incision site. Nothing was implanted or explanted. The patient's incision site is now healing properly.